Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us cannula broke off and was unable to deliver insulin. The following information was provided by the initial reporter: it was reported by the parent of the consumer the non patient end of the needle broke off into the insulin pen after the injection and the patient's numbers have been high due to the lack of insulin flow when taking the injection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us cannula broke off and was unable to deliver insulin. The following information was provided by the initial reporter: it was reported by the parent of the consumer the non patient end of the needle broke off into the insulin pen after the injection and the patient's numbers have been high due to the lack of insulin flow when taking the injection.